Manufacturer narrative:
The investigation of the photo provided was completed by the failure analysis lab on 12/17/2019. Device evaluation summary: according to the information received a rupture of the breast implant was noted. Upon visual inspection of the picture, the sample was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm any failure. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 450cc mentor memorygel breast implant, catalog #3504501bc, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was diagnosed through computed tomography on (B)(6) 2019 and confirmed at a physician¿s visit the next day. As a result, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed. This patient was part of an adjunct study.